Event description:
On 12/13/97 pt had replacement of end-of-useful-life pacemaker generator. Difficulty gaining access from rt for temporary pacer, so decision made to use existing pocket in this frail elderly pt. Pacer not capturing 2nd to interference of skin and generator, so generator insinuated into the breast tissue to obtain position and pocket sutured to prevent migration. Pt continued to complain of weakness & dizziness, however the pacer was functioning 1:1. Discharge home on 12/06/97. On 12/12/97 pt returned to physician office with complaints of weakness & dizziness. Pacer found to have intermittent capturing, possibly secondary to movement of generator or leads. 12/14/97 pt wad admitted and pacer interrogated. In best interest of pt, decision was made to remove generator, cap existing leads and close pocket. New pocket was made on the opposite side, with implantation of new leads and generator.